Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient underwent plif from vertebrae l4 to s1 wherein rhbmp-2/acs was implanted from a posterior approach in the disc space. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e in the disc space).post-op, the patient complained of increasing low back pain, and associated radiculopathy in his lower extremities. The patient continued to experience back pain, with pain radiating to his hips, numbness and tingling in his feet, and bowel and bladder dysfunction. The patient experienced difficulty in sitting, standing and walking, and required occasional use of a cane. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l4-l5 and l5-s1 degenerative disk disease. He underwent following procedures: l4-l5 and l5-s1 posterior lumbar interbody fusion with structural allograft interbody fusion device and bone graft and instrumentation from l4 to s1. As per operative notes,¿ the disk space retractors were placed and the size of the graft was found to be 12 mm in height. Two soft mordanic tangent allograft bone grafts were then placed in the interbody space after using a 12 mm chisel, these achieved good purchase. Prior to their placement the wound was irrigated. Attention was then turned to the l4-l5 interspace and the same procedure was repeated as for l3-l4. During the placement of the right sided bone grafts, secondary to machining problems of the bone graft. The bone graft fractured and the bone graft was removed and a new bone graft was placed, this was also a size 12 tangent bone graft on the left with a length of 26 mm and on the right of 20 mg. Once again the interspace was irrigated copiously; bone graft was then placed between the tangent bone grails and in the anterolateral aspect of the bone grafts at the l4-l5 and l5-s 1 spaces.¿ no intra-operative complications were reported.